Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the customer received a "replace sensor" error message with the freestyle libre sensor. It was reported that the customer experienced a medical event, and received "hemeline 15" shots from a healthcare professional. However, the customer refused to continue troubleshooting. No further information was given. There was no report of death or permanent injury associated with this event.